Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getting service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) keyboard was sticking. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
The getinge service territory manager (stm) that discovered the issue installed keypad controller due to sticky keypad. The stm performed a pm, a full calibration, and tested the unit. The equipment works to manufacture¿s specs, cleared for clinical use, returned to the customer. The keyboard controller was returned to national repair center (nrc) for evaluation. The nrc received pcb, keypad controller, with the complaint of the unit having a sticking keypad and could not zero out values. The nrc inspected the keypad controller with no damage observed. The nrc installed the keypad controller into the cs300 test fixture and tested the keypad controller to factory specifications per the cs300 service manual. The nrc could not verify the failure of a sticking keypad. The nrc was able to press the zero key multiple times and zero out values. The probable cause of the sticking keypad was not the keypad controller, but the monitor keypad that is installed over the keypad controller which has keys to press, and had a zero pressure key that was sticking. The keypad controller passed testing. Retaining the keypad controller in the nrc per procedure.